Event description:
New information notes that the device was explanted and replaced. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving therapy. Egm shows nothing on the sense amp after therapy is delivered. No electrical anomalies were detected. No changes were made to the device and the patient will continue to be monitored.

Manufacturer narrative:
The reported field event of an egm anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.